Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 51-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient had a history of coronary artery disease. High purge pressure and low purge flow were noted with no kinks identified in the purge line. The provider ordered a tpa solution, and the rn was instructed on how to program tpa into the aic once available. After the tpa bag was hung, the rn called with questions regarding the ongoing purge system blocked alarm and was informed that normalization of purge pressure and purge flow may take several hours. Due to ongoing hemodynamic deterioration and device concerns, the impella cp was replaced with an impella 5.5. Following escalation to the impella 5.5, the patient subsequently expired while on support. The reported events are purge pressure high, device revision or replacement, hemodynamic instability, and death. The death is conservatively being reported to the impella cp but is unlikely a contributing factor and is most likely attributed to the patient¿s underlying critical condition as they presented in scai stage e shock.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the injury was not determined due to insufficient clinical details. The cause of the issue was not established as no product or logs were returned for analysis.